Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible shocks for rvr (rapid ventricular response) from their implantable cardioverter defibrillator (ICD). Additionally, there was possible intermittent atrial undersensing noted on the current and stored egm (electrograms) for the atrial lead. The ICD was explanted and replaced. The atrial lead remain in use. No further patient complications have been reported as a result of this event.